Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a moderately calcified, moderately tortuous and 90% stenosed lesion located in the middle left anterior descending artery. On the first inflation, the 10mmx3.00mm wolverine coronary cutting balloon ruptured at 8 atmospheres. The procedure was completed using a different device and there were no patient injuries or issues.